Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. It was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that right impactor bumper peg broke off the bumper and remained lodged inside the femoral implant impactor. No injuries or delays reported. No more information presented.